Manufacturer narrative:
This harm was not considered to be an adverse event. The patient recovered after one (1) day and no other serious implications were noted therefore, the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to a customer. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. The lot number for product ematd12010 is td102918, the lot number for product emabn2 is bn2091818, the lot number for product emabp is bp112918, the lot number for product emast is not available, this information was not provided by the customer. Expiry date for ematd12010 is 10-29-2021, expiry date for emabn2 is 09-18-2021, expiry date for emabp is 11-29-2021, expiry date for emast is not available, this information was not provided by the customer. The manufacture date the custom fit device was made is unknown. No information was provided by the dental laboratory. The incident occured in 2021 but the initial importer and manufacturer were only made aware in (B)(6) 2022.

Event description:
The distributor, glidewell, received a report that a patient had a reaction to his / her ema device. It was reported that the appliance was worn for three (3) months. At some time during that period the following allergic reactions occured; swollen, bright red gingiva and tongue. The symptoms went away after a day. It is unclear if the patient has any pre-existing allergies at this time nor any other information regarding the on-set of symptoms experienced.